Event description:
The customer reported an over infusion of 20% fat emulsion. The infusion was started at 17:48, programmed as a basic primary infusion in the critical care profile with 250 ml to infuse over 12 hours at 20.8 ml/hr. At 21:27, the nurse observed the lipid bag was empty, with air in the line approaching the pump module. The nurse opened the pump door to stop the infusion. The nurse disconnected the line from the pt and attached a bag of saline to test the pump. The nurse reported that the pump appeared to function normally for a short time, then a large bolus of fluid ran from the bag. The tubing was discarded and the pump was sequestered. There was no pt harm. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for eval.